Event description:
It was reported the patient was receiving inappropriate stomach stimulation in addition to ineffective stimulation. X-rays indicated lead migration. The pt will possibly have add'l reprogramming and surgical intervention will be taken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.